Event description:
It was reported that two days following the implant of a transcatheter aortic valve, the valve was explanted for an unknown reason and replaced with a surgical aortic valve.

Manufacturer narrative:
Continuation of d10: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. Weight in lbs. B5. A second paragraph was added. H6. Annex a code, annex b code. Additional codes. Annex g corrected data: additional codes. The annex f f1903 was erroneously omitted from the initial 3500a medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days following the implant of a transcatheter aortic valve, the valve was explanted for an unknown reason and replaced with a surgical aortic valve. Additional information was received to report the transcatheter valve was explanted due to a deep implant position.